Manufacturer narrative:
Unit received (mmt-7841) and placed the unit under microscope and found contamination (dried blood debris) inside the female connector, and at the connector pins. Also, found physical damage to cow catcher (connector platform skewed or misaligned), and physical damage to the connector pins. In conclusion, unable to perform functional test or verify rf/ble/downgrade/association/accuracy test due to contamination and physical damage. The customer complaint of communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported sensors not working and tester procedure failed (the loss of communication between the insulin pump and the transmitter). Blood glucose value at the time of the event was 54 mg/dl. The customer was treated with emergency medical services and carb intake. The event involved product(s) mmt-1884, mmt-332a, mmt-243a, mmt-7841zn, and three numbers of mmt-7040ma. Troubleshooting was partially performed. The reported event was not resolved. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-243a. The customer will discontinue use of the transmitter. Mmt-7841zn was requested, and the customer response was that the device will be returned. No product return is required for three of the mmt-7040ma.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.